Event description:
Our distributor reported that a part was missing from an rt125 infant bias flow breathing circuit. This was found during their incoming goods inspection. No patient consequence was reported.

Manufacturer narrative:
The product is not sold in the USA but it is similar to a product which is sold in the USA. The product involved in the complaint was not returned for inspection. An investigation was carried out based on the event description and previous experience of similar complaints. Results: the component was most likely omitted during our packing process. Our records indicate that no other complaints of this nature have been received for this lot number. Conclusion: our monitoring and trending for this type of event shows a rate of occurrence of 0.0026% worldwide for the last year.